Event description:
Spoke with (B)(6), patient¿s son, who stated that by accidental patient added 2nd rate of infusion (user error) sn (B)(4). First entry is 12 am rate 0.032ml/hr and second entry is 1 am rate 0.000ml/hr. Incident happened on (B)(6) 2018 back up pump used, no event resulted. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Reported to (B)(4) by pt/caregiver. Strength: 2.5mg/ml; dose or amount: 20 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.